Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4); manufacturing date: 27.mar.2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the drill bit broke during drilling of the distal holes for locking of the a2fn (antegrade femoral nail) intramedullary nail that was in situ. Normal surgical technique was followed. When retrieving the drill from the hole after drilling of the far cortex, approximately 5mm of the drill bit tip was broken off. The broken fragment was retained in the patient as it was on the far side of the intramedullary nail but inside the medullary canal of the femur. It was determined that retrieval would cause significant damage to the bone and would compromise the implant fixation. Surgeon did comment that the patient¿s bone was particularly hard and dense. Surgery was completed with no delay and no reported harm to patient. Concomitant medical products: a2fn nail (part number unknown, lot number unknown, quantity 1), cortex screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).